Event description:
It was reported the patient presented prior to an unrelated procedure. Fluoroscopy was performed which showed the right ventricular lead exhibited externalized conductors. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was discharged after the procedure.